Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0510 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reer0510) have been reported from the same facility.

Event description:
It was reported via ms&s "caller places a lot of powerpicc solo catheters. Last week they placed a powerpicc solo in a patient and sent the patient back to the nursing home. The PICC occluded immediately and had to be replaced and the second solo PICC also occluded. He is wondering if they can lock the solo with some heparin? Both were product codes 3194335 lot number reer0510." Ms&s responded "confirmed that heparin may be needed in some patients and is not contraindicated. They use the neutron needleless connector". This report addresses the first PICC that occluded.